Event description:
It was reported that during surgery, the distal tip snapped off. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The subject device will not be returned as it was disposed.